Event description:
It was reported that during the implant procedure, several positioning attempts of the lead produced unsatisfactory thresholds and high impedance. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed no anomalies found. There was blood present in/on the helix/lobe mechanism.